Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/service code 204) was isolated to a defective x700 crystal oscillator on the distribution node. The oscillator was not producing any output. The root cause for the defective crystal oscillator could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).